Manufacturer narrative:
St. Jude medical confirmed that the product shipped was labeled as an 8 mm ablation catheter, but the device/catheter had the components of a 4 mm ablation catheter. Rf generators have temperature limits, temperature controls, and high impedance shutdown features. The misuse or malfunction of any of these features may lead to high temperature resulting in coagulum formation. The instructions for use (IFU) for the catheters states "a sudden impedance rise during an ablation procedure in typically indicative of loss of tissue contact and/or coagulum buildup at the distal tip. Remove the catheter from the pt and clean tip before proceeding." Voluntary field action number: 2182269-06/09/08-001-r. (B)(4) was initiated on (B)(4) 2008 to address mislabeled 7f, 8mm livewire tc ablation catheters.

Event description:
It was reported the package and label are for a 8 mm tip, but the catheter is a 4 mm. This was noted prior to the procedure. There was no pt injury reported.